Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the pt expired. The lesion was located in the left anterior descending artery (lad). An angiogram revealed that the lad had a total occlusion in the mid portion of the vessel. A pt guidewire was advanced across the lesion, however, the attempt to dilate the lesion with a 3.5 x 15 mm maverick balloon was unsuccessful due to no flow. The physician then used an angiojet to restore flow. After the angiojet, the physician successfully deployed a taxus express2 8.8% 3.0 x 24 mm stent. However, upon post-deployment there appeared to be a perforation inside the stented area. The physician attempted to repair the perforation with poba, however, was unsuccessful. The physician then decided to tack up the perforation with another taxus express2 8.8% 3.0 x 24 mm stent overlapping the proximal side of the first taxus stent. However, the vessel kept occluding and acute cardiac life support was initiated for 30 minutes until the pt expired.